Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was 178 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.